Event description:
It was reported that during an unknown procedure, the staple malformed on the lst firing (open shape). Another device was used to complete the case. There were no adverse consequence to the patient.